Event description:
The customer obtained a lower than expected vitros amon quality control result (liquid pv ii = 155.0 umol/l vs expected result of 200.5 umol/l) while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. There was no report that patient samples were affected. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc complaint number (B)(4).

Manufacturer narrative:
The investigation confirmed that a lower than expected amon quality control result was obtained while using the vitros 5,1 fs analyzer. An ocd field engineer performed "as needed" maintenance to the incubator subsystem to address the concern. Performance testing following maintenance verified that the equipment was returned to expected operation. The assignable cause of the event is an equipment related issue.